Event description:
The pt reportedly experienced a decrease in performance. External equipment was exchanged this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.